Manufacturer narrative:
Per tandem user guide: make sure you hear 2 clicks when you snap the transmitter in place. If it is not fully snapped in, this may lead to a poor connection, allowing fluid to get under the transmitter. This can lead to inaccurate sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the transmitter was not inserted properly. Customer re-inserted the transmitter properly and the pump and the transmitter regained connection. No additional patient or event information was available.